Event description:
Adverse event(s): "no impact reported" (no consequences or impact to patient). Product problem(s): "probe not functioning" (device inoperable). The surgeon reported that the ultravit probe not functioning. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
(B)(4).